Manufacturer narrative:
The product associated with this complaint investigation, was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported that the wafer adhered too strongly to end user's peristomal skin. After two days of use, while the wafer was being removed, a piece of end user's skin came off with the wafer. It was further reported there was no bleeding. He was advised on treating the area with stomahesive powder. It was also reported that the end user does not use adhesive removers or protective barrier wipes.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted.